Manufacturer narrative:
(B)(4). This complaint for the system error (se) 2240 (air in line) was not confirmed due to a lack of sample. The root cause of the alarm was undetermined, but the patient reconnected the same supply. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Event description:
A customer contacted baxter's technical service center regarding a system error 2240 (air in line) alarm that appeared on the homechoice (hc) display during dwell cycle. The home patient (hp) had reportedly cleared the alarm and attempted to restart with same setup before calling for help. The technical service representative (tsr) advised the hp to call the peritoneal dialysis (pd) nurse for instructions on completing therapy in the morning. Proper procedures per the user manual were reviewed with the hp. There was patient involvement, but there was no patient injury or medical intervention indicated at the time of the initial report. During a follow up phone call by product surveillance to the nurse regarding the alarm and the hp attempting to restart with same setup, it was revealed that the hp was seen in the clinic yesterday ((B)(6) 2011), and no issues were reported. Per nurse, hp is doing fine and continuing therapy without issues. The nurse offered to remind the hp on the proper procedures. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.